Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump under infused magnesium in labor and delivery during an infusion. The patient was pre-eclamptic at 26 weeks gestation. The customer stated the pump was programmed to deliver 2g/hr at a rate of 50ml/h from a 100ml container. At approximately 2 hours into the infusion it was observed that no medication had been delivered. The customer stated there were kinks observed in the IV tubing proximal to the device and the pump did not alarm for an occlusion and prevented flow from the IV container. The customer believed that the kinks fully occluded the IV set. Labetalol was being administered as needed in conjunction with magnesium to control the patient blood pressure. It was also reported there was no patient injury. These therapies continued until the mom went for a cesarean section. The customer reported that both mom and baby were stable following the procedure.